Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d9, g3, g6, h2, h3, h6, h10. Visual evaluation of the returned device found debris inside the sterile packaging. The device history records were reviewed and no discrepancies were identified. The product likely left zimmer biomet control non-conforming. The root cause of the reported issue is attributed to manufacturing deficiency. Additional action has been taken to further address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Multiple reports were submitted along with this report 0001825034-2021-01880 . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was debris in the sterile package. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.